Manufacturer narrative:
Device was requested for return but was not available.

Event description:
The customer complained of a discrepant high glucose result for 1 patient from accu-chek inform ii meter serial number (B)(4) compared to the laboratory result and accu-chek inform ii meter serial number (B)(4). At 20:14 the glucose result from meter serial number (B)(4) was 18 mg/dl. At 20:15 the glucose result from meter serial number (B)(4) was 11 mg/dl. At 20:15 the glucose result from the laboratory was 260 mg/dl. At 23:07 the glucose result from meter serial number (B)(4) was 22 mg/dl. At 23:10 the glucose result from meter serial number (B)(4) was 107 mg/dl. At 23:12 the glucose result from meter serial number (B)(4) was 44 mg/dl. At 23:20 the glucose result from meter serial number (B)(4) was 201 mg/dl. All meter results were from a fingerstick. There was no allegation of an adverse event. The provided qc results were acceptable. The suspect product was requested to be returned for investigation. The customer¿s meter serial number (B)(4) was returned for investigation. The returned meter was measured with retention strips. Quality control material was tested with the returned meter and retention strips from lot 476121. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1 ¿ 42, 42, 42 mg/dl, level 2 ¿ 298, 302, 304 mg/dl. All results are within acceptable range. The product performed according to the specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation found that the meter had a cracked scanner window. The meter had contamination within the window. The investigation did not identify a product problem that affected the results. The cause of the event could not be determined.